Event description:
Viome - appears to be a new concept using testing your own self to determine the correct supplements they will send you for (B)(6) dollars. There website is impressive but nothing appears to be real science. My patient took the supplements, previously healthy - and developed autoimmune liver failure and pbc(primary biliary cholangitis), now on tacrolimus, cellcept, prednisone amongst others spending the last several months hospitalized in ICU level care. Most recently after a 3 week ICU course on dialysis and pressors, she is out, unable to work, after severe critical illness neuropathy/myopathy walking with walker, and using afo(ankle foot orthosis) for foot drop.